Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced localized pain at the ipg pocket approximately 2 weeks ago which in turn radiated to the groin and right hip area. Reportedly, the ipg may be superficial due to the patient being thin. As a result, surgical intervention is pending as the next course of action to address the issue.

Event description:
Follow-up identified the patient received an injection at the ipg site which resolved he issue.